Event description:
It was reported that during an unk procedure, the devices would not fire. It was not reported how the procedure was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
Damaged firing mechanism. Two devices (a-b) were returned for analysis. Device a was returned with the firing mechanism damaged and no reload present. The instrument was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed. No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. Device b was returned with the firing mechanism damaged and no reload present. The instrument was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed. No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Additional info on device b: batch # e5n13z. Exp date: 02/2013. MFR date: 03/2008.